Manufacturer narrative:
Concomitant medical products: 5076-52 implanted: (B)(6) 2012 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a follow up with the patient's healthcare provider yielded that the lead was reprogrammed.